Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot # f1833702 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when they tried to pull the unknown sheath together with the shuttle of a 5f mynxgrip vascular closure device (vcd) in combination back to the mynx handle; there was a significant resistance. They deflated the balloon and removed the device. They noticed afterwards that the plug was still constrained in the device. There was no reported patient injury. The balloon of the device was inflated and retracted to the arteriotomy. The shuttle was advance to deploy the plug. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9. G4,g7,h1,h2,h3 and h6. As reported, when they tried to pull the unknown sheath together with the shuttle of a 5f mynxgrip vascular closure device (vcd) in combination back to the mynx handle. There was a significant resistance. They deflated the balloon and removed the device. They noticed afterwards that the plug was still constrained in the device. There was no reported patient injury. The balloon of the device was inflated and retracted to the arteriotomy. The shuttle was advance to deploy the plug. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The procedural sheath was covering the balloon proximal bond and the stopcock was not opened as received. Per functional analysis, upon unsheathing, the sealant was found protruding from the slit on the shuttle cartridge tubing, exposed to blood. Per microscopic analysis, the proximal end of the sealant was observed wedged between advancer tube & shuttle cartridge. A product history record (phr) review of lot f1833702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as premature swelling of the sealant, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.